Manufacturer narrative:
The allergic reaction occurred on an unknown date ¿sometime in 2016¿. The reported product is an unknown 210 dialyzer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A hemodialysis patient experienced an allergic reaction to an unknown 210 dialyzer. It is unknown if there was medical intervention or hospitalization as a result of this event. At the time of this report, the patient outcome was not reported. No additional information is available as the reporter did not want to answer any more questions and did not want to be contacted.

Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.